Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced an extended loss of continuous glucose readings from a dexcom g7 sensor, and the user could not recall alert behavior during the episode. No adverse symptoms were associated with this event. Outcomes included transient interruption of glucose monitoring without long-term health impact. Investigation included a complaint intake review, user interview, and troubleshooting and education focused on signal loss and alert functionality. Investigation of this case revealed a reported signal loss with the responsible device not identified and no confirmed alerts or alarms during the period. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.